Event description:
The customer reported a system message displayed during surgery. The cassette was switched out and the case was completed as planned. A 15-20 minute delay occurred while troubleshooting the system. The pt was under the anesthetic longer than they would have liked, however, no impact occurred. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The data cable was replaced. The system was then tested and met all product specifications. (B)(4).